Event description:
Infiltrated med-line IV while having a CT with contrast. Physician / radiologist to look at site; he recommend alternate heat and ice. We are seeing a trend in infiltrates of med-lines. One of our CT mgrs reached out to bard rep. Rep gave him a list of things to be sure is being done. Rep told our mgr, he is unaware that is happening other places.